Manufacturer narrative:
Correction - please refer h5: executive summary. The reported event could be confirmed since the device was returned for evaluation and matches with alleged event. The visual inspection of the spreading lag screwdriver has shown that the hexagon tip is strongly damaged, and the hexagonal corners are rounded off and deformed out of their original orientation. The tip is slightly twisted in counterclockwise direction. Both damages indicate that the device was exposed to excessive forces during the end cap removal attempt. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique t2 st 20 t2 alpha tibia optech was reviewed the end cap tibia or end cap lower extremity is removed with the screwdriver bit long and quick-lock delta handle assembly. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation the root cause can be attributed to user-related as we can clear signs of excessive application of force from the deformation caused at the hexagonal corners of the screwdriver and based on the operative technique the end cap tibia or end cap lower extremity is removed with the screwdriver bit long and quick-lock delta handle assembly. This is a solid screwdriver with catalog 2351-0110, which can take more torque than the slotted spreading screwdriver that was used in this case. If any additional information is provided, the investigation will be reassessed.

Event description:
Revision surgery due to nail breakage. The recon screwdriver did not turn, and the end cap became worn. The surgeon tried to insert the screwdriver without the rod, but the tip of the screwdriver was twisted and deformed. Additional information - the nail did not break. Proximal tibial bone around nail breaks.

Event description:
Revision surgery due to nail breakage. The recon screwdriver did not turn, and the end cap became worn. The surgeon tried to insert the screwdriver without the rod, but the tip of the screwdriver was twisted and deformed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.